Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3 7754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. The reporter stated they could not feel stimulation beginning yesterday afternoon. It was noted that when the patient tried to charge their implantable neurostimulator (ins) last night, they could not get the coupling boxes to come up on the screen. Additional information received reported the recharger was not charging. It was noted the patient charges once a week. It was further noted the patient tried to charge last night, but it would not charge. It was noted the patient saw a green light on the desktop charger. The reporter stated the connector pin looked fine. The reporter further stated that it looked like it was towards the top of the port. Additional information received reported the recharger was missing pins in the connector. It was noted the anomaly appeared to have occurred through product use. Additional information was requested, but was not available as of the date of this report.